Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 38 months after the implantation the lead was abandoned due to oversensing. No inappropriate therapy was delivered. This lead was capped and cut off in the proximal area and replaced by a new lead on (B)(6) 2017.

Manufacturer narrative:
3/12/18 - we received a product evaluation. Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. All fragments were received and subjected to an extensive analysis. The distal lead fragment was severely stretched. Both lead fragments had a length of 71 cm in total. During the visual inspection severe extraction damages of the distal lead fragment were noted. The conductor cables were found coiled inside their lumens and partly pulled out of the lead body. Additionally the shock coil was deformed. These findings indicate the application of significant tensile forces during the extraction procedure. Furthermore in the course of the analysis the insulation was found rubbed through on the distal lead fragment. This damage can be considered to be the root cause of the clinical observations reported in the complaint text. The characteristics of this damage indicate that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. Based on the extent of the extraction damages it is assumed, that the lead was significantly ingrown which might have affected the leads motion. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.